Event description:
It was reported that a cable tensioner got stuck during surgery. The cable was being used during a joint-bipolar hip case and jammed in the tensioner. The surgeon had to cut the cable to release it from the patient. The cable was still in the tensioner. The surgeon was able to do that easily without additional intervention. There was a 10 minute delay in the procedure. There was no harm to the patient and the case concluded as planned successfully. This is report 1 of 1 for complaint (B)(4).

Manufacturer narrative:
The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the device history records was completed and there were no mrr¿s, ncr¿s, or complaint related issues with this complaint. Patient ID reported as (B)(6). Actual weight reported as (B)(6). Device is an instrument and is not implanted/explanted. Device was used for treatment, not diagnosis. Placeholder.